Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site and was unable to duplicate the reported problem, however confirmed the errors from the event log. The fse replaced the power management printed circuit board assembly (pm pcba) which resolved the reported problem. The device passed performance verification testing. According to the information provided by the evaluation it was determined that the device failed to meet specifications. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17sep2020.

Event description:
It was reported to philips that the device had multiple error alarms. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.